Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 375-435 mg/dl; cause was unknown. Reportedly, customer attempted to self- treat via bolus via the pump; however was treated intravenously with fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.